Event description:
Reason(s) for revision: pain.

Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the u.s. Under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information received from (B)(6) and surgeon confirmation form for asr: reason(s) for revision: alval/soft tissue reaction.

Manufacturer narrative:
New etq record created in order to update etq (legacy system) complaint number dint . Reason for original complaint asr revision asr resurfacing - left reason(s) for revision: pain update rec'd (B)(6) 2013- revision date and hospital name update (B)(6) 2017 additional information received from crawford and surgeon confirmation form for asr: reason(s) for revision: alval/soft tissue reaction the reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
New etq record created in order to update etq (legacy system) complaint number dint . Reason for original complaint asr revision asr resurfacing - left reason(s) for revision: pain update rec'd 05 aug 2013- revision date and hospital name update july 19, 2017 additional information received from (B)(6) and surgeon confirmation form for asr: reason(s) for revision: alval/soft tissue reaction the reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.